Manufacturer narrative:
Visual inspection noted damage to the liners locking mechanism. Also noted is damage to the lip where the grooves are located. This damage was the result of malalignment with the shell. When impacted in malalignment the liner will not properly assemble causing damage as noted. The investigation determined the likely root cause of the event to be attempting to assemble malaligned devices. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Doctor implanted a 54mm tritanium revision cup and screws without incident. After implanting the trident crossfire 10 degree liner he remarked that it felt loose and did not fit correctly. He tried impacting again with no change. We checked the boxes and noted that the liner was the correct alpha code (e). He asked if I had another, which I did, so he carefully removed the liner and implanted another trident crossfire 10 degree liner. The second liner fit correctly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor implanted a 54mm tritanium revision cup and screws without incident. After implanting the trident crossfire 10 degree liner he remarked that it felt loose and did not fit correctly. He tried impacting again with no change. We checked the boxes and noted that the liner was the correct alpha code (e). He asked if I had another, which I did, so he carefully removed the liner and implanted another trident crossfire 10 degree liner. The second liner fit correctly.